Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set had blood backflow the following information was received by the initial reporter with the following verbatim: reported to bd personnel from ashford hospital that there has been an issue of blood back flowing up the line.

Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: ¿an issue of blood back flowing up the line¿. The product in use at the time is reported to be a 10010454-0006 from lot 23115511. Further correspondence from customer confirmed that during this incidence, amiodarone was being infused and reported issue was identified in the tubing between the connection to the central venous access and the micron filter. The customer also confirmed that no damage was observed on the reported product and the infusate was not stored in the fridge but at room temperature. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23115511 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.